Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Boston scientific's local field representative was contacted requesting additional information, however no further information has been provided.

Event description:
Approximately two years later, the patient passed away. There were no allegations linking the device to the patient's death. No information regarding the patient's death was available. Other pacemaker and defibrillator companies were contacted to determine if the patient had this ICD replaced. There was no record of this patient with either company. The ICD has not been returned to boston scientific.